Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's husband had a pain pump inside him. That pain pump was supposed to last for 7 year, but it did not. It only lasted 2 years, it was defected. After having to go through surgery again so soon, he had to be put in the ICU for days. The patient stopped breathing on the operating table and if he did not have surgery again so soon maybe this would not have happened. The pain pump was defective. The patient was not in good health and it was risky every time he goes under. The patient had stopped breathing on the operating table the last two times he had surgery. So this was risky when he had to have surgery sooner than expected because of defective equipment. The pump should have lasted longer than it did.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug via an implantable infusion pump for no n-malignant pain and failed back surgery syndrome. It was reported that the patient's pump had early battery depletion and the patient had additional medical issues due to having to have surgery again sooner than was required. No further complications were expected or anticipated.